Event description:
It was reported that the 9600 system had a generator error message then would not fluoro during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.